Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: (fallopian tubes)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (yes). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, allergy to metals, dysmenorrhoea, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, fallopian tube perforation, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral occlusion. Most recent follow-up information incorporated above includes: on 29-aug-2019: pfs received : previously reported event "injury" was updated to new events. Following events were added : dysmenorrhea, pelvic pain, abdominal pain, menorrhagia, nickel allergy, fallopian tubes perforation. Reporter information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: (fallopian tubes)') in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced rash ("rash on abdomen and chest") and pruritus ("itching on abdomen and chest"). In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2009, the patient experienced inflammation ("inflammation"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: uterus"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (yes). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, device expulsion, allergy to metals, dysmenorrhoea, abdominal pain, menorrhagia, rash, pruritus and inflammation outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, allergy to metals, device expulsion, dysmenorrhoea, fallopian tube perforation, inflammation, menorrhagia, pelvic pain, pruritus and rash to be related to essure. The reporter commented: discrepancy in insertion date as (B)(6) 2009 and (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 14-jan-2020: plaintiff fact sheet received: new reporter, patient demographic, lab data, event: rash and itching on abdomen and chest, migration of essure device location of device: uterus, inflammation were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: (fallopian tubes)') in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced rash ("rash on abdomen and chest") and pruritus ("itching on abdomen and chest"). In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2009, the patient experienced inflammation ("inflammation"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: uterus"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (yes,laparoscopic removal essure). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, device expulsion, allergy to metals, dysmenorrhoea, abdominal pain, menorrhagia, rash, pruritus and inflammation outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, allergy to metals, device expulsion, dysmenorrhoea, fallopian tube perforation, inflammation, menorrhagia, pelvic pain, pruritus and rash to be related to essure. The reporter commented: discrepancy in insertion date as (B)(6) 2009 and (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: (fallopian tubes)') in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced rash ("rash on abdomen and chest") and pruritus ("itching on abdomen and chest"). In january 2009, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2009, the patient experienced inflammation ("inflammation"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: uterus"), allergy to metals ("nickel allergy"), dysmenorrhoea (""dysmenorrhea" (cramping)"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (yes). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, device expulsion, allergy to metals, dysmenorrhoea, abdominal pain, menorrhagia, rash, pruritus and inflammation outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, allergy to metals, device expulsion, dysmenorrhoea, fallopian tube perforation, inflammation, menorrhagia, pelvic pain, pruritus and rash to be related to essure. The reporter commented: discrepancy in insertion date as (B)(6) 2009 and (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 14-jan-2020: plaintiff fact sheet received: new reporter, patient demographic, lab data, event: rash and itching on abdomen and chest, migration of essure device location of device: uterus, inflammation were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.